Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b18, c19, d15: product investigation report conclusion - the primary reported complaint could not be independently confirmed because no product nor images enabling direct assessment of product performance were returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. The cause for the primary reported complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully as a femoropopliteal bypass. The proximal part of the delivery catheter came loose, after the implantation of the viabahn device. The 7fr brite tip¿ introducer sheath (cordis) was used to retrieve the delivery system. The proximal part that came loose was still attached to the guide wire (unknown manufacturer) and could be removed safely from the patient together with the sheath. There was no harm to the patient.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully as a femoropopliteal bypass. The proximal part of the delivery catheter came loose, after the implantation of the viabahn device. The 7fr brite tip¿ introducer sheath (cordis) was used to retrieve the delivery system. The proximal part that came loose was still attached to the guide wire (unknown manufacturer) and could be removed safely from the patient together with the sheath. There was no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H3 other; h6 codes b18, c20: the delivery catheter was discarded at the facility, therefore, a evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.